Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, tortuous, and mildly calcified lesion in an unspecified artery. An unspecified 1.0x10mm balloon catheter was advanced on a ht bmw universal ii guide wire. The balloon catheter was not pressurized/inflated; however, resistance removing the guide wire was felt. The guide wire stuck with the balloon catheter. Both the guide wire and balloon catheter were removed from the patient anatomy. The procedure was successfully completed with a non-abbott guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported difficult to remove was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that a buildup/coagulation of procedural contaminants (blood/contrast) on the guide wire contributed to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.